Event description:
The opening pressure of the implanted valve had changed without the device being reprogrammed. Also, the valve could not be programmed to the desired opening pressure and there was no flow of cerebrospinal fluid through the device. The valve was explanted.